Manufacturer narrative:
Co evaluated the device. Performance and functional testing was performed. Alleged malfunction was not duplicated or confirmed. Other unrelated discrepancies were observed during evaluation. Customer has delcined recommended repairs to device due to cost. Device will be returned to customer unrepaired.

Event description:
During a code situation, emergency department staff (rn) attempted to defibrillate patient. Attempted to deliver charge to patient 3 times without success. The unit would charge but would not deliver joules to patient. The patient had to be resuscitated using a defibrillator unit from another cart in the area.